Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver or by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, or torquing while leveraging the device. This is the first complaint of this type for this part/lot combination. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
During insertion of a delta tapered bio interference screw, the tip of the screwdriver broke off and this part is stuck into the screw. The or assistant said that the screw was completely seated on the screw driver although it broke on the smallest part of the tip. Surgery outcome was good. Procedure acl. Delay was less than 30 minutes, no 2nd surgery.